Manufacturer narrative:
Upon receipt at boston scientific's quality assurance laboratory, visual inspection found the helix retracted and dried bodily fluid was noted in the lead's helix housing and neck region. The helix/tip is normal with no signs of damage or defect. The lead was put through and passed electrical continuity testing. Multiple x-rays did not identify any fractures and no manufacturing issues. It was concluded that there were no anomalies at the lead tip that would have contributed to the reported dislodgment.

Event description:
Boston scientific received information from a product experience report (per) form that this right atrial (ra) lead, implanted on (B)(6) 2017, was explanted on (B)(6) 2017 due to dislodgement. Attempts to reposition this lead was unsuccessful. This explanted lead is enroute to boston scientific for laboratory testing. This lead was received at boston scientific's return products department.